Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the lead implanted at the l2 vertebral level had fractures. Surgical intervention was undertaken and the lead was explanted and 2 leads were implanted. The device was implanted in (B)(6) 2017, exact date not provided.